Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, ts observed intermittent loss of capture (loc) on the right ventricular (rv) lead possibly due to fusion beats. Ts discussed programming optimization options with the hcp. At this time the rv lead remains in service. No adverse patient effects were reported.